Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correctional/removal number: z-0956-2020. (B)(4). S/w 3.18e. Unit passed the displacement test. Unit received with cracked retainer, cracked battery tube threads, fading serial number label and cracked case corner of belt clip rails.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.